Event description:
The user facility reported that they had experienced three post-polypectomy bleeds over the course of the last three months following multiple diagnostic polypectomy procedures in which the users were utilizing boston scientific snares. The user facility reported that the post polypectomy bleeds had reportedly occurred between 2-5 days following the initial procedures. There was no info provided regarding what intervention (if any) was provided to the patients, and no info provided regarding the status of the patients.

Manufacturer narrative:
Olympus contacted the user facility via telephone and in writing to obtain additional info regarding this report, and a clinical endotherapy specialist (ces) visited the user facility. The user facility had two esg-100 units, but did not specify which of the two devices may have been involved in the reported events. The serial number of the second device is (B)(4). Both devices were examined by the ces. Both units appeared to be operating appropriately, however the "cut" settings on one of the two units had been changed from the typical setting of zero to nominal values. The device referenced in this report was not returned to olympus for evaluation. The ces provided in-service training regarding the appropriate use of the device. The exact cause of the reported phenomena could not be conclusively determined. If significant additional info is received, this report will be updated. This is one of three reports. Please also reference 3003724334-2012-00019 and 3003724334-2012-00021. This report is being submitted as a medical device report in an abundance of caution.